Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment confirmed via x-ray. The lead exhibited high capture threshold and device delivered inappropriate shock due to sensing the right atrium (ra). A new lead was successfully implanted. No additional adverse patient effects were reported.